Event description:
Insulet corporation is misleading its patient customers and deceptively marketing their insulin pumps. The omnipod 5 system is only compatible with the latest compatible phone being the samsung galaxys21 series with some very old samsung operating systems. Android users will need to do the software updates to keep their phone's security features up to date, and nobody is on those old operating systems. And for the past 2 years, nobody buying a samsung galaxy phone is buying an s21 series phone, when the samsung galaxy is currently on the s23 series. It is very concerning that omnipod 5 is not even compatible with samsung galaxy s22, which has been out for over a year. We know this will never get addressed, as the company does not care to spend any time, money or resources on the tech side of things, because they (insulet corp) never did what they said they would do with their omnipod dash system. The dash system which we had for years was only compatible with iphone and for years insulet kept saying they were working on android compatibility and it never happened, not even 5 years later as of today. So now my kid is on the omnipod 5 system and it is not compatible with iphone and probably never will be, because the dash had at least 5 years to get compatible with android and it never did. So now have an omnipod 5 controller which is huge and heavy and has to be carried with a phone, when insulet lied and said you can use your phone as the controller, never mentioning you have to have an old phone on an old non updated operating system, and only an old android phone will work, because no iphones are compatible. So you can't use an iphone, which half the world uses, and you can only use an old android phone with an outdated operating system. This is not just a matter of convenience. It is a very serious health risk, because patients everywhere are trying to download workaround apps which are not necessarily safe and also patients everywhere are reporting that their pods keep not communicating with their old android phones, for the people trying to use their phones, because the operating system is so outdated. So this causes their pump to not work, which is very dangerous. They cannot deliver insulin, which can become life threatening. You cannot switch between the phone and controller for the pod that is already active. So, if you need insulin or need to make an adjustment, you are out of luck. And this is an issue that keeps happening while the pump is active, because insulet does not even have the updated operating systems compatible with omnipod 5.